Event description:
It is reported that the center piece of the liner broke off upon impaction.

Manufacturer narrative:
Evaluation: as returned, the liner exhibits cracking and missing material from the polar hole. This situation may be a result of, but not limited to: excessive tightening of the polar screw during assembly, material becoming brittle due to cleaning/autoclave process, device fatigue due to usage over time, accidental dropping of the provisional, attempts to remove the provisional with the screw installed, or impaction during assembly. The device has a potential field age of approximately 5.5 years. The exact cause of failure cannot be determined. Device history records indicate all components were manufactured and inspected to specification.